Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6584649 number, and no non-conformances were identified. Manufacturing date: 26/apr/2012; expiration date: 30/may/2017. A manufacturing record evaluation was performed for the finished device 5969170 number, and no non-conformances were identified. Manufacturing date: 29/jan/2010; expiration date: 28/jan/2015. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc and experienced rupture (side unknown) post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both device serial numbers were provided: left catalog number 3504251bc, left serial number (B)(4), right number catalog 3504251bc, right serial number (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On mar 1 2022, additional information was received indicating the patient experienced bilateral rupture. The date of explantation was identified as (B)(6) 2022. This report is for the left breast prosthesis (serial number (B)(6)). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).